Event description:
Arrive2 clinical study12 months following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention (tvr) event occurred. The index procedure treated 1 lesion located in the 2nd diag. With a taxus express2 stent 2.5x12mm. Lesion diameter was 2.5mm 85% stenosis, length 8mm type b1, no calcification, no tortuosity. Subject medications of asa and plavix. The tvr performed in the 2nd diag, stenosis was focal and relationship to taxus express 2 stent is possible. Subject was hospitalized for 7 days and prescribed medications are unknown.